Event description:
Customer reported that machine alarmed with air in blood alarm, but report that air had reached the pt's needle hub before the machine alarmed. There was no pt injury or medical intervention.